Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The date of the event is an approximation. On the day, the cgm sensor was applied to the patient¿s arm, both the cgm receiver and mobile application displayed a glucose level of 300 mg/dl. In response to this reading, the patient administered insulin using her tandem t: slim insulin pump, which operates in a modified closed-loop system. Subsequently, the patient experienced a significant drop in glucose levels. She reported feeling symptomatic and, upon checking her bg manually, recorded a value of approximately 45 mg/dl. The estimated glucose value (egv) during this episode was not documented. The patient experienced shaking and required hospitalization due to the hypoglycemic event. She stated that her wife transported her to the hospital but declined to provide further details regarding the hospitalization or subsequent care. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.